Event description:
It was reported that "the arthroplasty was revised due to pain, synovitis, and "slight" anterior translation. The tibial insert and femoral component were revised. The components were implanted in situ for 3.3 years. The pt presented a ucla score of 3 three months prior to revision surgery and a maximum (B)(4) score of 4 since implantation." Info provided indicated that reported devices were implanted in 2005 and explanted in 2008.

Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor add'l info is available from the research facility. If add'l info becomes available, it will be submitted in a supplemental report.